Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. An app crash issue was reported to have occurred for transmitter ID: (B)(4). Data investigation confirmed an app crash issue on (B)(6) 2019 for transmitter ID: (B)(4). Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.